Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was believed to be due to damage to the stent tip within the microcatheter. The stent was stuck in the microcatheter during retraction. There was no friction or difficulty during delivery or p ositioning. The proximal section of the pipeline failed to open. The pipeline had been placed in a vessel bend when it failed to open. Additional steps to open the pipeline included resheathing and pushing the intermediate catheter to go upper.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex device was returned for analysis inside the phenom 27 catheter inside a dispenser coil, inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No irregularities were found outside the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. The pusher wire was kinked at ~90.0cm from the distal tip. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle section was fully open without damage. The phenom 27 catheter¿s tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿testing/analysis: the pipeline flex device was removed from the phenom 27 catheter lumen without issues. The phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at proximal¿ report could not be confirmed. The pipeline flex braid ends were both open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, which rules out the vessel tortuosity as a possible cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer¿s ¿resistance during retrieval¿ report was confirmed. The pipeline flex device was stuck inside the phenom 27 catheter. However, the cause of the resistance could not be determined. Possible cause of resistance is a lack of continuous flush with heparinized saline. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the ped-500-20 stent was advanced into position via the phenom27 catheter. The surgeon chose to begin deploying the stent's tip in the straight segment of the middle cerebral artery, deploying approximately 6mm of the tip. Under fluoroscopy, the tip of the stent appeared to be in its original y-shape. The surgeon continued to push the stent to deploy a longer distance to see if it would expand. After deploying approximately 12mm, the tip of the stent showed an abnormal shape, suspected to be damaged. The surgeon retracted it as a whole and pulled the stent to the end of the internal carotid artery and deployed the stent in the internal carotid artery. After deploying another 4mm, the stent shape still did not open properly. The surgeon retrieved and re-deployed it. The tip was deployed mainly by reducing tension and withdrawal of the microcatheter. Deploying 10mm, the tip¿s shape was abnormal, so the surgeon subsequently withdrew the stent out of body and replaced it with a new stent. The stent was stuck in the microcatheter, so they were reported together. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for aneurysm dense mesh stent implantation of an amorphous, unruptured left c6 segment aneurysm with a max diameter of 9.0mm and a 5.3mm neck diameter. Landing zone: distal: 4.6mm and proximal: 5.0mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 7.3mm diameter. Dapt (dual antiplatelet treatment) was not administered. The angiographic result post procedure showed multiple aneurysms in the left ophthalmic artery segment.